Event description:
It was reported the patient had two leads and when the patient increased stimulation one of the leads gave more stimulation around her stomach when it was supposed to be around their lower back. It was reported the patient noticed this about a week to week and half ago. It was noted the patient had gotten a cold/flu and had been down a couple weeks. Additional information received reported last monday, (B)(6) 2014 the patient had to do a physical therapy assessment. It was noted the patient¿s back was ¿cranky that the stimulation was on the left side above her hip and back area there.¿ the patient noticed this the day after her pt assessment when she was adjusting her stimulation. It was noted that the patient didn¿t have that stimulation traveling up that way before. The patient¿s stimulation used to be on the lower back and to the left ankle. It was noted at the pt assessment they had her ¿bending, twisting, trying to kneel down, trying to pick up, crawl, reach above head and unscrew stuff, laying on her back and trying to lift her feet up.¿ no falls were reported. It was noted the patient had her ¿leads adjusted¿ once since surgery, in (B)(6) 2014. It was noted that the tuesday after her pt assessment, the patient was ¿wrecked¿ and let her stimulator ¿do its adaptive stim in its¿ 6 programmed positions but then at night the patient¿s ankle was hurting more.¿ the patient increased stimulation and noticed more of the vibration going up in her hip and more on the left side of the spine. It was noted the patient did not call the physician because she got sick. The patient was reportedly sick/¿not so hot¿/¿not so good¿ for the 3 days following her pt appointment. The patient could call the day of the current report because she was ¿coherent.¿ additional information received four days later reported that when the patient previously mentioned that she had her ¿leads adjusted¿ she meant that there was a programming adjustment. It was clarified with the patient that she did not have a surgical lead revision. It was reported the patient had an appointment at the pain clinic to get "radio frequency injections" into her lower back. The rep adjusted the patient's stimulation prior to the patient getting the IV injection. It was noted that the previously reported issue was resolved after the programming adjustment. The patient stated ¿everything was good with the stimulation and coverage.¿

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).